Event description:
Consumer complaint of blood result reading "hi". The customer states that his expected blood results are usually in the 60mg/dl's. Reviewed the last 4 blood results in the meter memory: hi 1:58pm (B)(6); hi 1:56pm (B)(6); 297 1:57pm (B)(6); 112mg/dl 11:44pm (B)(6). The customer feels like his blood sugar may be over 600mg/dl due to his birthday last night and eating way too much. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (115/2014).